Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. No patient identifier, age, or weight was reported. Report is for unknown screw, unknown part, unknown lot. UDI: unknown part number, UDI is unavailable. Implant date is unknown. Device not available for return. (B)(4). PMA#: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient underwent a revision of an ankle fusion on (B)(6) 2016 due to non-union. Three synthes 6.5mm cannulated screws were removed for the ankle fusion. The patient's original implant date is unknown. There was no reported delay. No harm was reported to the patient. The procedure was successfully completed. No other additional information is available. This is report 1 of 1 for (B)(4).